Event description:
We received an allegation of questionable inr results with a coaguchek xs meter. The meter result alleged by the customer was 5.0 inr. The result of 5.0 inr was not observed in the meter memory. The customer retested and the meter result was 3.1 inr. The customer's therapeutic range was not provided.

Manufacturer narrative:
The coaguchek xs meter serial number is (B)(6) the meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.